Event description:
A report was received that states that the tube of the tracheal tube detached from the inflation line after 3 weeks in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.